Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service. Additional information was received indicating that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended completing a device interrogation using a programmer updated with smr6 to update the device firmware and to continue monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.